Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of approximately 600 (mg/dl) resulting in a visit to the emergency room (ER). Intravenous insulin was administered to treat bg. Reportedly, the infusion set fell off. The customer left the ER when conditions improved with a bg level of approximately 430 mg/dl.